Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the implantable neurostimulator (ins) died so the patient started to have severe pain in their back. It was also noted the patient had kidney failure. Due to the device dying the patient lived the last year and a half without the device because they didn¿t want to be ¿cut open¿ to have the ins replaced. The patient died in 2014 and according to the consumer it was related to the device. Additional information was requested from the healthcare provider (hcp) regarding the cause of death, but they hadn¿t seen the patient since 2009 so they had no information regarding this. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
Corrected information: sex, date of birth.